Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, during trans-abdominal pre-peritoneal repair, valve broke and pneumoperitoneum could not be kept. Surgeon stopped using the device and opened another to complete the procedure. No patient injury.